Event description:
It was it was reported that the customer received a button error alarm. Customer's blood glucose level at the time 202 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).